Event description:
The customer stated that the architect analyzer is generating falsely elevated total psa results on patient samples. Results provided for one patient were: pt#1 = 12ng/ml / 3 months ago 5ng/ml. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a review of manufacturing records, and a review of labeling. The customer observed falsely elevated total psa results for patient samples when using architect total psa, (B)(4), lot 44118lf00 compared to lower total psa results when samples were tested 3 months ago. A complaint search for reagent lot 44118lf00 did not identify atypical complaint activity. No patient sample was available for return. Accuracy testing was performed using retained kits of lot 44118lf00 and all specifications were met indicating that lot 44118lf00 is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. The architect total psa package insert contains adequate information to address the current customer's issue. There is not enough information to reasonably suggest a malfunction occurred. Based on all available information and this investigation, the assay performed as intended and no product deficiency was identified for architect total psa, lot 44118lf00. Customer support (B)(6) 2015 provided additional information so correction to: section a. Patient information, 1. Patient identifier from no information to (B)(4).

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.